Event description:
It was reported that technical services (ts) was contacted to evaluate why the cardiac resynchronization therapy defibrillator (crt-d) associated with this right ventricular (rv) lright ventricular (rv) lead. Had not delivered shock therapy during a declared ventricular fibrillation (vf) episode. Technical services (ts) reviewed the device data and noted that the device had delivered anti-tachycardia pacing (atp) therapy instead of shock therapy due to a single undersensed beat on the right ventricular (rv) channel which modified the treatment parameters. The rhythm then broke spontaneously and the device appropriately diverted the shock. Device reprogramming options were discussed. This lead remains in service. No adverse patient effects were reported.